Event description:
New information received on (B)(6) 2018 indicates that the infection was related to the implant procedure and that the patient was ok throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator system was removed due to an infection. The device was not replaced. No further information was available.